Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the nozzle, the adhesive around both the light guide and objective lenses, and the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. There was no deviation from the instructions for use (IFU) in the reprocessing steps on the locations where foreign material remained and physical damage was not found at the locations. The event can be detected/prevented by following the instructions for use which states the detection method in gif-q150 operation manual chapter 3 preparation and inspection along with the preventive measures in gif-q150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.